Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed lesion in the right coronary artery (rca). A 2.50x38mm xience skypoint drug eluting stent (des) was advanced however it could not cross the anatomy to reach the target lesion. The des was then attempted to be removed however it remained stuck in the guiding catheter (gc), therefore the des and the guiding catheter were removed as a single unit. A new guiding catheter was advanced, pre-dilatation was completed and a new 2.5x38mm skypoint des was implanted without issue. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to remove was not confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported difficult to remove could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.